Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device would charge defibrillation energy, but when the shock button was pushed, no defibrillation shock would be delivered. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would charge defibrillation energy but would not deliver a shock. This was observed during a check of the device. The device's software had been upgraded recently. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device was observed to analyze and to charge defibrillation energy, but the shock button would not activate to discharge energy.  The switch panel (control panel) was removed and further evaluated. Physio determined that the cause of the reported issue was due to the device's membrane switch having a corroded land at the menu ground pad that caused 50m ohms of resistance to the shock button ground pad, and kept the shock button from functioning to shock defibrillation energy. A replacement device was provided to the customer under warranty.